Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the cup. Also, the liner was positioned crooked in the cup. **update: litigation papers received (B)(6) 2014. General litigation alleges metal on metal. A femoral head is now being reported due to the general allegations. The complaint has been updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/15/2014 - pfs and medical records received. Some part/lot info received. After review of the medical records the revision operative note confirmed looseness of the cup, malpositioning of the liner, and metallosis. There is no new additional information that would affect the existing MDR decision.